Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: thermal damage was noted during the central processing. The surgeon noted more bleeding than anticipated during the colpotomy creation requiring use of vessel sealer. There was no arcing observed, and no injury reported. The surgeon noted needing to use the vessel sealer for more than expected bleeding but was able to control swiftly and achieve hemostasis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) was exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have a frayed grip cable at the bipolar yaw pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during central processing procedure, the maryland bipolar forceps instrument was found to have a damaged tan plastic and frayed wires. The procedure was completed with no reported injury.